Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Hardware: n5004l-am-q-mv01602-06-01.06. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient reported experiencing a hypoglycemic seizure while wearing a pod that had been applied to the skin for longer than 48 hours. Emergency medical services (ems) were contacted, and the patient was evaluated in an ambulance. At the time of evaluation, the controller and dexcom application displayed a glucose value of 159 mg/dl; however, a blood glucose (bg) measurement obtained by the paramedic using a glucometer was 60 mg/dl. The patient reported no discrepancies between sensor values prior to this comparison. The ems encounter lasted several minutes, and the patient declined transport to a hospital. No formal diagnosis was reported. Treatment consisted of paramedic recommendation to recalibrate the device and consume food to increase bg levels. The event was reported as resolved following intervention.